Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level of 403 mg/dl. Blood glucose level at the time of the call was 502 mg/dl. Customer treated the high readings with insulin pump. Customer declined troubleshooting for high blood glucose. Customer will call their doctor and will change their set. The insulin pump was not replaced or returned for analysis.